Manufacturer narrative:
Add'l info has been requested. Investigation is on going; no conclusion can be drawn as no device was returned. Review of the mfg records has been requested.

Event description:
Two-level prodisc-c, c3-c4, c4-c5 implanted on (B)(6)2010. F/u x-ray showed that the superior endplate migrated at c3-c4. Prodisc-c was removed and pt was revised to fusion.